Event description:
It was reported that the user experienced a low blood glucose value of 58 mg/dl while using the ilet bionic pancreas and sought guidance on how the pump delivers insulin; the user is new to the pump and was advised that the system adapts over time with correct meal announcements and appropriate treatment of lows. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without escalation of care. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no device malfunction identified and no component-specific failure observed, with the event assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.